Event description:
The rptr states doing meter to hcp meter comparison tests, within 15 mins, in a fasting state. Rptr's meter reading was in the 180's, and rptr's dr's meter (accucheck) was 124 mg/dl. Rptr did not have any symptoms. A control test was not done due to lack of supplies. No harm was alleged.